Event description:
Reported 1 false positive sofia sars antigen. It is unknown if the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.